Event description:
It was reported via legal documentation that a patient is having "difficulty" with the hip prosthesis, a recalled device. It is likely that he will have to be operated on again. There is no specific device information provided. There is no implant information provided. There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented h7. This is reported to be a recalled device, there is no information about the device(s). These devices are used for treatment not diagnosis. Pending investigation. No other information is available.

Manufacturer narrative:
H10: h6: investigation results: the most likely cause for the pending revision reported due to early prosthesis wear is a combination of the risk factors. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information. There is no other information provided. These devices are used for treatment not diagnosis.

Event description:
Our client underwent a total hip replacement (tep), due to advanced left coxarthrosis. The implantation included a connexion gxl® neutral liner from your novation® crown cup series. Subsequently, our client was required to undergo several weeks of inpatient rehabilitation in (B)(6) 2019. Initially, our client was free of symptoms postoperatively. However, since the beginning of 2019, our client increasingly suffered from discomfort and pain when placing strain on his left joint. Only through comprehensive physiotherapy was it possible to achieve relief of discomfort and pain and avoid revision surgery. In (B)(6) 2023, our client was then contacted for the first time by the hospital and informed of potential complications with the implant you had manufactured. In the letter, our client was informed of a possible implant that had already been implanted in 2021. During the subsequent examination, it became apparent that the plastic inlay had already suffered considerable wear and tear, and there was a risk that the plastic particles of the dissolving implant could damage the surrounding bone. For this reason, our client has received an appointment for another operation. This will take place in (B)(6) 2024. This is 1 of 2 events for this patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3 - an erroneous date was entered into g3 on the follow up 2 medwatch. The correct date is 6-feb-2025. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reason for the clinical symptoms of pain and discomfort reported in this event cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, g. The reason for the clinical symptom of pain and discomfort reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.